Manufacturer narrative:
Product analysis the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant when the helix of the lead was unscrewed, white plaque was observed on the tip of the helix. The rv lead was not implanted. No patient complications have been reported as a result of this event.